Manufacturer narrative:
The field service technician of olympus europa (B)(4) checked the subject device on-site and found that when pulling too hard on the trolley, the pin of the image cable socket got stuck and the screen of the subject device went blank. The subject device was not returned to any of olympus locations. Therefore, omsc could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the image cable due to the external force being applied. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the user turned on the subject device, the image was not displayed on the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.